Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, choke t2 on the core board was found to be broken. The device was unable to engage in monitoring activities. The core board was replaced, however, the issue was not resolved. Once the system board was replaced, the device operated as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that there was no display. No pt incident was reported. Additional info received indicated that the customer found the symptom "no display" at the power-up, and replaced with another one for clinical usage.